Event description:
It was reported that the device locked up during a patient use. However, the customer confirmed that the device use did not compromise the patient care, and it had no adverse effects. There were no further details on the event and/or the patient provided.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio observed proper device operation through functional and performance testing and returned it to the customer for use. The cause of the reported failure was not determined.